Event description:
Customer reported that they were experiencing high blood glucose level of 424 mg/dl. Infusion set cannula was bent. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.